Event description:
Customer reportedly, obtained results of 400mg/dl and 136mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect device; however, customer reports strips are not available for return. No strip info provided.